Event description:
It was reported that during an unknown procedure, the did not want to form the clips and afterwards the clips fell out of the instrument. No patient consequences reported.

Manufacturer narrative:
(B)(4).